Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer did not know the blood glucose reading. The customer stated that the insulin pump would not accept any batteries and would trigger the insulin pump to alarm battery out limit. She noted that the music was very loud. She also reported that there was a crack wrapping from above the top right corner of the screen down to the side of the insulin pump. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.